Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that, after changing the battery, the display was blank for 10 minutes. It was noted that the display eventually returned and function correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/02/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings: a review of the pump history showed that call service alarms were recorded on the date of the reported blank screen issue. During testing, the pump powered on and the display screen was found to be dim with discolored lettering. Also unrelated to the complaint, the black box history showed evidence of the time and date resetting to default following a power reboot. During testing, the pump time and date was set correctly. The pump was then exercised for 24 hours followed by removing the battery. The pump was left without power for 6 hours and when the battery was reinserted, the time and date had returned to the default setting. The pump was opened and the internal clock battery was found to be leaking. The complaint of the blank display screen was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.